Event description:
During evaluation of a returned home apd system yume set, a cut was identified in the sheeting. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the cut sheeting could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection identified a clean cut on the cassette's sheeting. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.